Manufacturer narrative:
The returned product was evaluated and evidence of an internal leak was found. The root cause was determined to be a damaged cannula. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 29.0 mmol/l (522 mg/dl) less than 24 hours after the pod was activated.